Event description:
Bio technician reported a blood leak in a hemodialysis machine that did not alarm. The machine was in sequential mode and the presence of blood was detected at the drain. The dialyzer that was used during treatment was made by another manufacturer. It was also reported the machine passed functional tests prior to treatment initiation. In follow-up conversation with the on sight bio technician he reported when he serviced the machine there was no actual blood visibly seen in the machine. The blood leak never reached the leak detector, it was only observed in the blue hansen. However, the drain was positive for blood. He said if the drain is positive for blood, the machine should have alarmed; however, the leak detector never came in contact with the blood. He could not explain why the machine did not alarm or the absence of blood in the leak detector. He reported the patient completed treatment without medical intervention/treatment and the patient did not develop any subsequent infections.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.